Event description:
As reported, the blue catheter coating on two 5f 65cm super torque marker bands diagnostic catheters and two 4f 125cm tempo aqua vertebral (vert) diagnostic catheters was flaking off. The defects were towards the hub and were identified through the sterile pouch prior to opening the devices. There were no reported patient injuries. The devices were stored in accordance with the instructions for use (IFU), and staff had been trained to handle and store them. The facility uses ultraviolet (uv) light for room sterilization, and the catheters were stored in a location that exposed them to uv light. There was no damage to the packaging. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.